Event description:
As reported by the field clinical specialist (fcs), during a right transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, significant resistance and difficulty with valve alignment was noted during fine adjustment. The team attempted to deploy the valve, and the balloon "watermelon-seeded" ventricular, and the valve embolized aortic. The team pulled the delivery system and valve into the descending abdominal aorta to attempt to deploy, but could not get the balloon inside the valve, and subsequently perforated the aorta below the renal arteries. A coda balloon was inserted and resuscitation was attempted, but the patient passed away. Per report, there was significant tortuosity in thoracic aorta, valve alignment was performed in a straight section of the anatomy, but the valve was not between the markers before valve deployment (under-aligned).

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Correction to h6 based on additional evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The customer provided the 3mensio imagery, and the following was observed: tortuosity is present in the patient's right access vessels and in the ascending/ descending aorta. There is a horizontal aorta at a 50-degree angle, and calcification in the landing zone. The reported event for valve alignment difficulty and valve not between alignment markers and deployed were unable to be confirmed. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the device history report and lot history, there is no evidence suggesting that a manufacturing non-conformance contributed to the complaint. A review of the instructions for use/training materials revealed no deficiencies. Although it was reported that the valve alignment was performed in a straight section of the anatomy, a review of the provided 3mensio imagery revealed a tortuous patient aorta. If valve alignment was performed in a tortuous segment (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip), potentially resulting in the valve 'diving' into the flex tip. If the thv became unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces, creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. As such, available information suggests that patient factors (tortuosity) may have contributed to the reported event. The IFU and procedural training manual instruct the user to check and ensure that the thv is exactly between the valve alignment markers prior to deployment. In this case, the customer reported that the 'valve was not between the markers before valve deployment (under-aligned)'. Despite the misalignment, the team opted to proceed with implantation rather than retracting the valve. Since the valve was positioned more proximally, this led to uneven balloon deployment, with the distal side opening faster than the proximal side, pushing the valve and causing it to embolize toward the aorta. Based on the investigation, the event can be attributed to the use error of not following instructions. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aortic dissection, perforation, rupture or vascular injury may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (device manipulation) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.